Event description:
An impella cp device was attempted via the right femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s current status is reported as stable. According to the physician, the insertion event was related to the equipment because the impella cp was advanced into the left ventricle, but the 0.018-inch wire could not be withdrawn from the device. The pump was therefore removed because the wire could not be extracted. Non-operational log data could not be provided. The patient did not have a known history of vascular disease such as peripheral vascular disease or aortic stenosis, and there was no noted vessel flexion that would have made insertion difficult. Imaging was used to evaluate the vessel diameter prior to the procedure. The team was able to advance the device to the left ventricle, but the 0.018-inch wire could not be removed and the device could not be operated. The deployment sheath did pull to the catheter plug, and the wire tip was shaped. No specific point of resistance was identified. The patient had no known history of peripheral artery disease, and no difficulties were encountered when inserting the placement guidewire into the guidewire induction tube. The reported events are difficult to advance and medical device removal. The impella cp will be conservatively reported for serious injury due to temporary interruption of hemodynamic support during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Investigation summary: difficult/unable to remove through other device: the cause of difficult/unable to remove through other device cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
Corrected data a150207 removed from h6.